Event description:
It was reported that all measurements on the lead were normal. Induction was successful, but with weak shocks. A new device was placed. Again, shocks were weak and an alert that there was possible high voltage lead damage was seen. The svc coil was programmed off. Analysis of the ICD indicated that there was a possible short causing a low impedance path resulting in damage to the output circuitry of the device. The lead remains implanted.

Event description:
New information notes the lead was capped and replaced.

Manufacturer narrative:
Na